Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator along with the header bag. No guidewire was returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the locator. There were no signs of damage or deformation noted with sheath/locator assembly. There was no deformation noted on the tip of the locator. No other visual anomalies were noted with returned components. For dimensional testing, the inner diameter of the locator was measured to be 0.037''which was within the specification of 0.037'' +/-0.001. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.1156'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturer specifications. No dimensional testing was performed on the guidewire since it was not returned for evaluation. As no guidewire was returned, another guidewire was obtained, and the locator/sheath assembly was subjected to functional testing. The guidewire was inserted into the locator and it slides inside without any difficulty. The guidewire was able to travel freely through the locator and release it on the other side as can be seen in the attached pictures. No functional anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient; see MDR 3013394970-2020-00019 is for the second device reported on the same patient.

Event description:
The user facility reported that the doctor was using an angio-seal device during an abdominal femoral run-off. A 7fr sheath was used for access with no difficulty inserting the sheath. Access site was not heavily calcified. At the end of procedure the doctor used a 6fr vip angio-seal. The angio-seal arteriotomy locater would not advance over the wire into the vessel. The doctor did not want to force it, so he opened a second 6fr angio-seal from the same lot. Again, the arteriotomy locater would not advance into the vessel. The doctor described the arteriotomy locater as feeling blunt. He tried a third angio-seal from a different lot and it advanced into the vessel without any problem. There was no harm and the patient was stable. The procedure had a successful outcome with good vessel closure. Additional information was received 16january2019: a pre-deployment angiogram was performed.